Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance: atrial and ventricular pace impedance fluctuate between an approximate baseline of 500 ohm to > 4000 ohm beginning the week ending (B)(6) 2012. Sensing-sics-lifetime count interference/noise: the bulk of the lifetime ventricular-short interval count (v-sic) count, 5784, occurs since the (B)(6) 2012, with an increase on (B)(6) 2013. Alert high resistance/impedance: out of tolerance (oot) sub-threshold lead impedance alerts are recorded on (B)(6) 2012 and (B)(6) 2013. Concomitant product: mdt-lead implantable pacing lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) and right atrium (ra) leads have infinitive impedance values and that there was noted oversensing on both rv and ra channels. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).